Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a red, itchy irritation on her back under the lifevest. The patient was given a prescription from her physician for a silver sulfadiazine cream. After using the cream for the few days, the irritation had improved.